Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, medication sprayed out of a single use, sterile bd luer-lok¿ syringe. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Five sealed 5ml packaged syringes were received by bd and confirmed to be 1 syringe from batch #7268917 and 4 syringes from batch # 7086538 (p/n 309646). The samples were visually evaluated. No visual defects were found. Next, a leak testing for the barrel luer tip and stopper seal was performed, no leakage was observed. DHR review for batch 7268917 (p/n 309646): manufacturing dates: 10/3/2017 to 10/4/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268917 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7086538 (p/n 309646): manufacturing dates: 04/09/2017 to 04/10/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086538 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7338687 (p/n 309646): manufacturing dates: 12/7/2017 to 12/8/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338687 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The reviews showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Based on the evaluation performed the defect, as noted by the end user, cannot be verified. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.